Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the unit had been exposed to water. A field service engineer (fse) had manually opened the drawers and recorded water pooling and spray across the front. The pharmacy supervisor reported the station had leaked during transport. After inspecting, some drawers still contained water, but the electronics drawer and back panel showed no internal water damage. The station powered on and launched normally, though multiple drawers initially failed. These were successfully recovered. Medications remained in the station for insurance documentation. Initial inspection indicated water did not affect electronics or drawer control boards. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, unit exposed to water, requested unit to be inspected and assessed for damage to the electrical components, physical damage and water intrusion into the device. There were no adverse events or injuries reported based on this event.